Event description:
An optometrist reported a case of stage one dlk (diffuse lamellar keratitis), observed one day after lasik surgery. Steroid use was reported to have been increased, post operatively. Reporter also noted that the patient failed to fill prescription for antibiotic drops prior to surgery, as instructed, and instead filled it on post op day one. This is the first of two reports, and will reference this patient's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).